Event description:
Home pt (hp) reported two incidents of feeling full, as if she were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp states she performed a manual exchange during the day of 2000ml, however, at the start of therapy using the homechoice cycler only 11ml was removed. Once the cycler drained the 11ml it advanced into the first fill, infusing the hp with the programmed fill volume of 2000ml. Hp reports she placed the cycler into a manual drain until she felt relieved, removing 3506ml of fluid. According to the hp, when she was at the clinic 1 month prior to incidents the facility had checked over her cycler. Hp feels that the programming on the cycler was modified at that time, reducing the initial drain alarm from 1400ml to 0ml. According to the hp, there was no pt injury or medical intervention.